Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient and family member completed new setup today. The reporter stated that they are both poor historians and their son usually does pump changes. Customer support (cs) reviewed prime history and it showed five primes totaling 2.6units for prime total. The reporter stated that the patient¿s blood glucose (bg) of 522mg/dl without symptoms. Cs walked the patient¿s family member through priming the pump and then primed an additional 4.2units before drops were seen coming from end of tubing. A correction bolus was programmed and cs advised the reporter that the patient has not been receiving insulin since new setup. The patient is not returning the pump and remains on insulin pump therapy. This report is being made due to the bg excursion the patient experienced that resulted from the patient was unaware on proper procedure to prime the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient was unaware on proper procedure to prime the pump).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: the prime history verifies reported primes on (B)(6) 2014. No data in black box from this time due to continued use. Daily insulin delivery totals correctly reflect user's programmed basal rates. The rewind, load cartridge, and prime steps performed successfully with no alarms. The pump passed delivery accuracy test and found to be delivering within required specifications. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.